Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, corroded battery tube, broken reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, address/serial number label missing and severely scratched display window noted. Unable to read the insulin pump screen and unable to perform displacement test due to severely scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The screen is scratched and the customer is having a hard time seeing it. Advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.